Event description:
Caller reported: aviva system blood glucose results of 187 mg/dl and 78 mg/dl, within 10 minutes. Caller was able to self-treat symptoms of hypoglycemia. Caller reported a separate comparison on the same system of 450 mg/dl and 187 mg/dl, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.